Event description:
A caller reported encountering a cartridge alarm 30 issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that a cartridge alarm was noted with consecutive cartridges, although no prior alarms of this specific type were reported with the pump serial number. The customer was advised to start using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support arranged to replace the faulty pump, provided instructions for putting it into storage mode, and advised the caller on the steps to follow upon receiving the replacement. The caller was instructed to return the faulty pump using a provided return box and prepaid label.